Manufacturer narrative:
Updated sections: b4, g3, g6, g7, h2, h10, h11. Corrected sections: b5, d1, d4, d5, d10, e1, h6.

Event description:
It was reported, during routine, that the cs100 intra-aortic balloon pump (iabp) was not switching on. There was no patient involved.

Manufacturer narrative:
Additional information - e1 ((B)(6))

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and resolved the issue by resetting the solenoid driver board connections, and confirmed that the unit switched on. The fse then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. Upon completion of our investigation, a supplemental report will be submitted.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) was not switching on. It is unknown under which circumstances this event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.